Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was unknown. Customer is unable to troubleshoot at the moment or give the pump serial number because she is driving right now. Customer was informed that she may need a tubing clamp to troubleshoot. Customer will back to troubleshoot or to order tubing clamp.